Manufacturer narrative:
The distributor repair technician submitted a series of photos of the product. It was determined from the photos that the failure point was at the hinge between the seat and the back. The photos show a complete rust through at the hinge. It was determined that a significant amount of fluids are used during procedures. Contrary to the operator maintenance instructions included in the user manual, there had been no inspection and lubrication of this hinge area. A visual inspection would have indicated the problem long before the actual failure. This is the only report of a failure of this type with this product. The serial number indicates that there were over 5000 similar products built and distributed prior to this particular product.

Event description:
A plastic surgery procedure was being performed on a female pt. The back of the medical examination table dropped. There were no injuries to the pt.